Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staple broke when the surgeon attempted to remove it. Part of the staple remained in the patient's scalp. The patients condition was reported as unknown.

Manufacturer narrative:
(B)(4). Ten (10) staples of catalog number 528235 visistat 35w 6/box were received used; lot # was not confirmed with samples received. During visual inspection nine staples are deformed, however the nine staples have the same shape; this condition is due to staples were removed with staple extractor, one staple is deformed; this staple does not have the same shape as the nine staples removed; root cause of that the staple was removed in another way, which is unknown. Failure mode staple broken reported by customer was not able to be duplicated during visual inspection. Samples received did not confirm the defect reported by the customer "staple broken" during visual inspection. In addition, a corrective action cannot be established due to the sample condition (staples fired device & removed with staple extractor) no additional staples were received. Therefore; failure mode could not be duplicated. However we will continue to monitor and trend relating complaints.

Event description:
Alleged event: the staple broke when the surgeon attempted to remove it. Part of the staple remained in the patient's scalp. The patients condition was reported as unknown.